Event description:
It was reported that about 50-60% of the time this product does not work because it leaks. It will not allow any fluids through once attached to an IV port. Luer lock, strips very easily therefore making it unusable. No patient involvement or patient injury were reported.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. However, there is evidence that this stopcock may not being used as intended. In the samples returned for this investigation it appears as though the female protector that is placed on the c port has been removed and replaced multiple times and over tightened causing them to shred. DHR review was done, no issues related to the original complaint were found.